Manufacturer narrative:
The user-reported leakage issue was not duplicated using substituted IV sets. The used IV set returned from the user was contaminated with biohazard. Therefore,unopened IV sets from the same lot number (returned by the user) were evaluated. No back check valve failure was observed for the twenty IV sets tested. (B)(4).

Event description:
The customer reported a back check valve failure. "The nurse squeezed the primary saline bag to back prime the secondary drug bag. When the nurse let go of the primary bag, the fluid in the secondary bag backed up in the primary IV set." The user "also had two back check valve failure last week." No patient injury or harm was involved in this case.